Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had infusion sets that were damaged and would not deliver insulin. Her blood glucose was unknown at the time of reporting. No equipment is being returned. The infusion sets were replaced. No additional information was reported.